Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-product analysis:the device was returned and evaluated by product analysis on 01/13/2014 with the following findings:review of the pump¿s black box revealed evidence of excessive battery usage. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be out of specification. No damage was found to the pump¿s internal components. Evaluation revealed electrical components were defective and causing excessive power draw. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.